Event description:
It was reported that it was observed on remote transmission that the physician observed the patient had received a shock that was mildly inappropriate due to ventricular fibrillation therapy assurance (vfta). The patient was brought into clinic and programming changes were made. The patient was stable.

Manufacturer narrative:
Section h6: health effect - clinical code corrected from "discomfort " to "no clinical signs, symptoms or conditions" as no discomfort was observed.